Manufacturer narrative:
Technical evaluation: visual: a flattened section was found approximately 1cm from the distal tip. Dimensional: the inner diameter at the flattened section was no longer circular. Conclusion: during insertion into the sheath, the physician used excess force while holding the tip in his fingers. This caused the flattening of the catheter. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated 12/31/2009. A review of the design history record was completed and no anomalies were observed. A packaging deviation authorization was performed during manufacturing of this lot number (lot #l11641). The packaging deviation authorization documented to label the product with 12 month shelf-life and sterilize product without instructions for use (IFU). Prior to product release 12-month shelf-life testing was completed and passed. In addition ifus were placed in each product box prior to product release. The deviation authorization has no direct impact to product or product performance. All appropriate inspections were completed. The parts manufactured in this lot met the required criteria and are deemed acceptable.

Event description:
An 0.035 glide wire was loaded forward up to the tip of the neuron, then advanced into valve of 6f introducer. Physician pancaked the tip of the neuron slightly by squeezing with fingers proximal to the marker band to try to push the neuron assembly inside. Only impact to case was slight resistance when withdrawing the gateway balloon after successful angioplasty. Additional vacuum on balloon allowed withdrawal. Otherwise, neuron functioned correctly for the whole case, as the damage was only noticed upon removal.